Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (adjust belt/check te pad messages) has been confirmed. Upon investigation the monitor was unable to communicate properly with the ECG and therapy electrodes. The cause for the failure was isolated to contamination on the electrode belt receptacle connector j1001 on the computer/analog pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was producing frequent adjust belt and check therapy pad messages.